Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The report of a patients 8100 set was pulled out (needle pulled out) when in infusing platelets, causing a knot in the patents surrounding tissue.

Manufacturer narrative:
This file is no longer reportable.

Event description:
It was reported that there was infiltration during the use of an lvp 8100. "Lvp 8100 set was pulled out (needle pulled out) when in infusing platelets, causing a knot in the patents surrounding tissue." Patient impact unknown at this time.

Event description:
It was reported that there was infiltration during the use of an lvp 8100. "Lvp 8100 set was pulled out (needle pulled out) when in infusing platelets, causing a knot in the patents surrounding tissue." Patient impact unknown at this time.

Manufacturer narrative:
Additional information added to: 1. Changed short description. 2. B5 changed, there was patient involvement. 3. Customer confirmed this was an incident of infiltration. The device was not meant to alarm in this case and was therefore functioning as intended. 4. Investigator confirmed the incorrect device was returned. Correct devices are being located by customer for further investigation. Changed possible suspect device. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.